Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17414. It was reported the patient stopped using her scs system approximately one year ago due to experiencing overstimulation in her lower extremities which began weeks after implant. A sjm representative was unable to resolve the issue with multiple reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.